Event description:
This patient's mother reported that the patient's seizures and behaviors have worsened as the battery has decreased. The patient has been referred for surgery. No known surgical intervention has occurred to date.

Event description:
It was reported that this patient is experiencing an increase in seizures. No other relevant information has been received to date.